Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 98 mg/dl. Customer stated that they treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated the drive support cap appeared normal. Customer recalled insulin dripping or squirting from end of set before connecting at their site. Customer reports they are unsure if the programming was accurate. Customer declined to continue low blood glucose troubleshooting. Customer drank some orange juice and then her blood glucose was 70 mg/dl. Customer then drank some more orange juice and her blood glucose reading was 86 mg/dl. The insulin pump will not be returned for analysis.